Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 14.3 cm to 14.9 cm from the connector pin, due to friction with device can. The outer coil was exposed in the same area.